Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the axiom artis zeego system. The t1 transformer caught fire and progressed to the wiring harness above. As a result, the hi transformer and filter were charred. The smoke detectors within the exam room activated the ups shutdown. There is no report of impact to the state of health of any operator or patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The returned generator has been examined. The main connector did not show any defect and there is no short circuit between the lines (l1, l2, and l3) in the filter. While the root cause of this error cannot be determined for sure, the most likely cause could be an asymmetric voltage supply by the hospital. This supply voltage is permanently connected to the transformer of the generator (also in standby) which has a star point, but no led through neutral wire. Because of the compensating currents a symmetric line power (l1, l2, and l3) is important for such circuits. No open fire was detected and analysis has shown that there was no direct danger for any person and the environment at any time as the system is designed in such a way that further damage or injuries will be prevented, e.g. Metal cover around the area were the error happened, ul-listed components, protective fuses, the system fulfills the requirements of iec 60601-1. The system has been fixed on site by the local service organization by exchanging the affected parts and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.